Manufacturer narrative:
The customer declined the option to have their glidescope bflex 5.8 bronchoscope returned to verathon for evaluation. Since the device was not returned, the root cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that at the end of a patient procedure, while using a glidescope bflex 5.8 bronchoscope, when the customer attempted to remove the bronchoscope, it became stuck in the et tube and began to unravel in a "slinky-style" manner. The et tube was removed and replaced without incident. No harm to the patient or user was reported.